Event description:
Philips received a complaint on the tempus pro that the crack on the front of the device.

Manufacturer narrative:
This report is being sent as a correction to completed MFR report number. Coding grids updated.